Event description:
It was reported that when the prisoner patient was brought to the hospital for unrelated reasons, he reported having received inappropriate shocks in the past due to sinus tachycardia and lead dislodgement. No further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.